Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed with a button error. It was not recalled if the insulin pump had been bumped or exposed to moisture. Customer's blood glucose was 85 mg/dl. The customer was advised the insulin pump would be replaced and agreed to return the device for analysis.